Manufacturer narrative:
In the case description, the user mentioned seeing a bulge in the pdm battery. Inspection of the returned pdm found no bulges or swelling in the battery. The pdm was able to charge, turn on, and boot up with no issues. No heat was felt and no swelling was observed during charging. During the investigation, no issues were observed with the returned pdm. The pdm was found to function as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery was bulging.